Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash caused by gel leak. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved

Manufacturer narrative:
Not applicable.